Event description:
Lf customer support reports via fax that customer indicates that injector suspension arm broke at support arm where it pivots. No staff or patient injured during event.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: an investigation of the returned suspension arm confirmed that it was the older mcmahon model (recall version). A review of records show that this hospital acknowledged receipt of three written notifications of mcmahon;s recall and were also called by tyco mallinckrodt cpm group in 2005 concerning same recall. Arm replaced by current mcmahon (post recall) design arm. Injector returned to full service by the customer.